Event description:
Customer reported experiencing a low blood glucose event with a lowest recorded level of 40 mg/dl. Low bg cause was not known. Customer consumed glucose tablets as a corrective action, and tandem technical support requested the customer consult a healthcare provider to discuss potential factors affecting blood glucose levels.